Event description:
It was reported that the pump was hit and the touch screen became shattered and unreadable. Reportedly, half the screen was completely black. Customer¿s blood glucose was 200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and had an old pump available for back up insulin therapy.